Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of atrial capture and output. The device was programmed to sensing only which also failed. "When the pacemaker pocket was opened, it was noted that there was a black spot on the foils leading to the atrial lead."